Manufacturer narrative:
(B)(4). Estimated date of event. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis a conclusive cause for the reported difficulties and patient effect cannot be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. Article; multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device (j endovasc ther 2007; 14:498-505) -(B)(4).

Event description:
It was reported through a research article identifying the starclose se device related to the vessel locator did not deploy. An arteriotomy closure of the left common femoral artery with a antegrade puncture was attempted using a starclose se device via 6fr sheath following a infrainguinal endovascular intervention procedure. Cause of failure, vessel locator did not deploy. Outcome, pseudoaneurysm successfully treated by prolonged pressure. Details are listed in the attached article, titled "multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device."